Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of chest pain and palpitations. A remote interrogation was performed which found no stored episodes and no ventricular episodes for approximately nine months. Boston scientific technical services (ts) did note the right atrial (ra) lead impedance measurement was greater than 2000 ohms. Upon review of information in the remote monitoring system ts noted that the device was programmed to only pace and sense in the ventricle. Ts recommended further evaluation of the ra lead. The field representative contacted the patient's clinic and found out that they have not been seen for approximately five years at that location. At the last check five years ago the atrial impedance was at 610 ohms. No further information was available. At this time available evidence indicates the device and ra lead remain in service.